Event description:
The customer reported that there were air bubbles in the reservoir near the center. The customer described the air bubbles as being the size of her pinky nail. Her blood glucose was 146 mg/dl. The customer stated she did not rewind the insulin pump with the reservoir in place and the insulin was stored at room temperature. She was advised to perform a 5 unit fixed prime until air bubbles were no longer visible. The customer was then advised to repeat the fixed prime and then to reset the fixed prime back to the appropriate cannula prime amount for the infusion set. The air bubbles did not persist after a set change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).